Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite vial access device was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the sharpened cannula on the vial adapter appeared wider than normal and he had a hard time connecting it to the vial. Then once connected and after connecting the prefilled syringe he put pressure on the plunger to add the water to the vial and water sprayed out everywhere from an unknown location.